Event description:
Add'l info rec'd 2/8/00: rptr learned that their brand of breast implants has a life expectancy of only 13 yrs and "should have been replaced 2 yrs ago." Rptr believes that it is due to this fact, that their implants were leaking silicone and that they will always be left with a small amount of free silicone in their body even after explant surgery.

Event description:
Rupture within right prosthesis. Possible problem with left. Unknown if leaking. Pt was feeling a burning in left breast and saw dr. There was some discomfort of right breast previously, but testing was negative for rupture. The prostheses are to be removed.